Manufacturer narrative:
The reporter stated that the family is unwilling to return the pump to animas for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On november 8, 2011, animas received a letter in which blood glucose (bg) excursion with emergency room (ER) treatment was reported. The reporter said that the incident occurred shortly after (B)(6) 2011. A phone call to the reporter confirmed the information in the letter and provided additional details. The reporter stated that two days prior to the emergency room visit, he discovered that the battery cap was sporadically coming loose from the pump and falling off; he said that the pump lost power on these occasions. The reporter said that at the same time, the patient was re-using his last cartridge. The reporter said that he placed a phone call to animas on the day he was aware of the battery cap issue and was unable to receive the requested battery cap and cartridges. He reported that at that time the patient's bg was within his normal range but he was unwilling or unable to provide details. The reporter said that he taped the battery cap onto the pump case with duct tape and the pump maintained power until the middle of the night, at which time, the patient managed to secure it to the pump again. He said that the patient continued to use the pump the next day and power was not interrupted until sometime during the second night; the reporter said that he believed that the patient was without insulin for about 12 hours or so. He reported that in the morning, the patient was sick and was taken to the ER and was also unable or unwilling to provide details about the treatment provided. The reporter noted that the patient was seen by his physician several times since the ER visit, that the patient began and has continued on multiple daily injections, and that the patient has not returned to insulin pump therapy.